Event description:
It was reported that the alert triggered for oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg defibrillator, (B)(6) 2007; 4076-52 implantable pacing lead, (B)(6) 2007. (B)(4).